Manufacturer narrative:
The investigation is ongoing.

Event description:
A 29mm sapien 3 valve was implanted within a stenosed 31mm magna ease surgical valve in the mitral position via transfemoral approach and through the septum. The septum was ballooned with a 12x4 balloon. While advancing, the valve got stuck on the surgical valve. The wire was adjusted and the valve was able to cross. During valve deployment, contrast leaked from the delivery system. The leak appeared to be coming from behind the balloon where the device was kinked. New devices were used and a valve was successfully deployed. At the time of the report the patient was stable.

Event description:
Additional information was received. Upon retrieving the delivery system and valve through the esheath, the valve was getting caught on the femoral tissue. A cut-down was performed to remove the crimped valve, sheath and delivery system. New devices were used to complete the case. Preliminary engineering evaluation of the returned device showed the delivery system balloon was torn and the distal end of delivery system (guidewire lumen, inflation balloon, nose tip) had separated.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During preliminary engineering evaluation of the returned device, the distal end of delivery system (guidewire lumen, inflation balloon, nose tip) was found to be separated. However, after further review, it was discovered the distal end of the delivery system was cut in order to remove the delivery system from the esheath. As there was no separation of the distal end of the delivery system during the procedure, the event is not MDR reportable. A corrected report is being submitted. Upon visual inspection of the returned delivery system it was observed, there was separation of the crimp balloon at the balloon shaft bond area (proximal end of crimp balloon), there were scratches on the balloon shaft and bond area, the flex tip was gouged (most likely from the crimped valve), and there was damage to the flex shaft approximately 3 inches from the flex tip. No other visual abnormalities were observed. Dimensional analysis of the crimp balloon double wall thickness was performed and was found to meet specification. Due to the returned condition of the delivery system (material separation of the crimp balloon, kinks, and damage on flex tip), no functional testing could be performed. A review of DHR and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. Patient and procedural factors may have contributed to the torn balloon. It was reported that the device was used in a transfemoral approach to advance the crimped valve through the septum (trans-septal) into an existing mitral surgical valve. The valve was reported to be stuck on the surgical valve during the process requiring ballooning of the septum and additional device handling/manipulation. This may have contributed to the kink/damage of the flex shaft and flex tip, and subsequent separation of the crimp balloon. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Patient and procedural factors may have contributed to the reported withdrawal difficulty. It was reported that the valve caught on femoral tissue upon retrieving the delivery system and valve through the esheath. Procedural factors which may contribute to withdrawal difficulty of the delivery include the withdrawal angle, excess fluid being left in the inflation balloon, or not placing the flex tip over the triple marker prior to withdrawal. Available information suggests that patient and procedural factors may have contributed to the event. The complaint for balloon torn and withdrawal difficulty were confirmed. No manufacturing non-conformities were able to be found in the returned sample. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.